Event description:
The customer stated they were running morning qc around 10:00 am and they received an instrument alarm. The customer stated the power cable on the right bottom (when looking at the instrument) side of the instrument was very hot and smelled like burning material. There was evidence of burning present. The customer also stated that the cable sticks out the side and in the walkway and may get bumped from time to time. There were no patients involved and there was no allegation of a death or serious injury. The field service representative (fsr) was at the customer site on (B)(4) 2013 and found the power plug was corroded. He verified the power coming from the uninterrupted power source. He also checked for visible signs of a leak, but none were observed. The fsr returned to the site on (B)(4) 2013 and replaced both the power supply inlet connection and power cable. He powered the system on and initialized without error. The customer performed qc and all results were acceptable. The fsr also noted the customer had been in normal operation for several hours with no errors.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.